Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, cardiosave intra-aortic balloon pump (iabp) unable to power on and was beeping. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1(event site telephone) (B)(6). Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - d10, e1 (event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. It was found out that the power management board is faulty. Repair was not carried out as the customer did not agree to it. The customer has been informed that the device is unusable and a spare part needs to be replaced to be able to be used again.

Event description:
N/a.